Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of battery depleted was confirmed by baxter personnel during product evaluation. The root cause was assigned to depleted main batteries. The batteries were replaced to correct this condition. This is involving a pump with software version 5.04.00 which is categorized as unremediated. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through mdq-CAPA-(B)(4).

Event description:
The facility reported a colleague infusion pump with a malfunction of battery depleted. The event was reported to have occurred during programming / setup in the ICU department. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has received similar reports for the reported problem.